Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the affiliate that the tsw35 instrument could not be fired as the firing trigger was blocked (jammed). There was no consequence to the pt.